Manufacturer narrative:
Event date: the study was conducted from 2014 and 2018. Literature article: tsuzuki, y., hirata t., tsuzuki s., wada s., and tamakoshi a. ¿risk factors of vaginal cuff infection in women undergoing laparoscopic hysterectomy for benign gynecological cases¿. J obstet gynaecol res. 2021 apr;47(4):1502-1509. Doi: 10.1111/jog.14632. Epub 2021 feb 15. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 15 patients underwent a total laparoscopic hysterectomy (for benign indications) in which seprafilm was used for adhesion reduction. It was further reported that three patients experienced vaginal cuff infections within 30 days following surgery. It was not reported if the patients were hospitalized for the infections. Treatment and patient outcomes were not reported. No additional information is available.